Manufacturer narrative:
The investigation determined that a discordant, (B)(6) result was obtained from a single patient sample tested using (B)(6) on a vitros 3600 immunodiagnostic system. The root cause of the event was determined to be user error due to incorrect cleaning maintenance and subsequent contamination of the microwell incubator. The vitros 3600 immunodiagnostic system in use during the event was operating as intended. The vitros user guide instructs customers not to use chlorine-based cleaning solutions as they have the potential to cause erroneous results on the vitros system. The ortho fe demonstrated to the customer the correct procedure for cleaning of the microwell incubator.

Event description:
A customer obtained a discordant, (B)(6) from a single patient sample tested using (B)(6) on a vitros 3600 immunodiagnostic system. Patient 1, sample 1, (B)(6) result of (B)(6) versus the expected (B)(6) result of (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The discordant, (B)(6) result was not reported from the laboratory and ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).